Manufacturer narrative:
E1 - initial reporter phone: (B)(6) .

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt failure of left forearm. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During third inflation for 30 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.